Manufacturer narrative:
Corrections to section h6. The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as medical records or relevant imagery was not provided for evaluation. A review of the device history review (DHR) did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to insufficient information, a definitive root cause was unable to be determined. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards united kingdom affiliate, approximately 4 years, 8 months and 12 days post successful tavr procedure with a 23mm sapien 3 valve, the patient presents dyspnea and fatigue with valve structural valve deterioration (svd), and transvalvular mild/moderate regurgitation. The left leaflet appeared to be fixed, and the remaining leaflets showed some mobility. The valve area was noted to be 0.38. The valve appeared to have been correctly sized on implant, per angiograms and echo report. Patient was presenting symptoms of dyspnea and fatigue due to the regurgitation and an upcoming thv in thv was performed.